Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia and dka.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history from the date of the event was unavailable due to continued use. Insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be delivering insulin accurately. Unrelated to the event the display was found to be faded and discolored and the internal battery was found to have failed.